Event description:
The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the shell and gel. A visual and microscopic analysis was performed which identified: sharp broken on posterior a dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the right side.

Event description:
Physician reports rupture. The side is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.